Manufacturer narrative:
Device is combination product. (B)(4). The device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the stent partially deployed, elongated, fractured and the patient experienced a ruptured iliac artery. The 40% stenosed target lesion was located in a low tortuous and medium calcified iliac artery. The target lesion was gained via a contralateral approach, pre-dilation was not performed. A 150mm eluvia was then advanced over a .035 guidewire and deployment was initiated. Deployment stopped after 2cm. The stent was able to be implanted however it was elongated and fractured. An additional stent was implanted to cover the fractured stent. The patient experienced severe bleeding from a ruptured iliac artery. The patient's blood pressure dropped, worsening of the condition of the patient. A covered stent was placed in the ruptured artery. No further patient complications were reported. This product is only ous approved but it is similar to an approved us device.